Manufacturer narrative:
Pump received with dog chew marks. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage/broken. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was damaged. Reservoir side had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.